Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
It was found during evaluation that the delrin was still in the battery housing but that the delrin ball had degraded.

Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.